Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Additionally, oversensed noise resulted in a stored ventricular tachycardia episode. A six second pause in pacing resulting in asystole was observed along with loss of capture. It was reported the patient experienced a syncopal episode. An invasive procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.